Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 783-796 mg/dl; cause was unknown. Bg was treated with intravenous insulin and saline. Reportedly, the customer left the ER the following day with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support as customer believed the pump was functioning as intended.